Event description:
It was reported that the lead was capped and replaced due to a capture anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received states that prior to being capped, unacceptable capture threshold was observed.

Manufacturer narrative:
A partial lead with the connector pin measuring 26.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. A second portion of the lead measuring 4.0cm was returned for analysis. The portion of the lead that was returned was normal.

Manufacturer narrative:
A partial lead with the connector pin measuring 26.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that a loss of capture was noted.